Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex st100 set, a solution leak from the filter was observed. It was further reported the filter line was disconnected. There was no patient involvement. No additional information is available.